Event description:
The patient/lay user contacted lifescan (lfs) alleging that the meter was set to the incorrect unit of measurement (uom). The medical affairs speiiiialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The pt called alleging that the meter was set to the incorrect uom. The pt visited a medical professional and the physician changed the medication. The meter is not a new product (out of the box). The pt was unable/unwilling to verify if the meter was set to the correct unit a measurement previously. Customer care agent (cca) assisted the pt in chaging the uom. It would have been helpful to know how long the meter was set to the incorrect uom, the readings the pt rec'd on the meter, the reading on the physician's meter and what medication the physician changed for the pt. Customer care agent (cca) sent the pt a replacement meter.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it .